Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an event of infusion set bent cannula which resulted into insulin flow blocked alarm on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for less than seventy-two hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.